Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin had blank display. Customer blood glucose reading was 7.1 mmol/l. Troubleshoot was performed. Customer stated the insulin pump was not bumped or dropped. Customer was using energizer battery. Customer cannot recall the cause of the blank display. The insulin pump will be returning for analysis.